Event description:
Subsequent to the initial MDR report, the following information was received: femoral imaging was not performed. The device was used post-close. Analysis of the returned device noted portions of both the anterior and posterior feet were separated and not returned. Follow up with the account confirmed that the foot separation was noted upon removal. The separated portions were simply removed. No portion of either foot remained in the patient anatomy. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 2017 clarifier: failure to follow steps / instructions. The device was returned for analysis. The reported mechanical jam and material separation of the foot were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The observed damages to the trigger boss found during returned goods analysis, likely indicate that the device was deployed out of proper sequence. In this case, the plunger was depressed prior to deploying the foot. It should be noted that the prostyle instructions for use (IFU) suture deployment details the deployment steps in order: ¿deploy the foot by lifting the lever (marked #1)¿, ¿deploy needles by pushing on the plunger assembly (in the direction marked #2), ¿pulling the plunger assembly back (in the direction marked #3)¿, and ¿return the foot to its original position by pushing the lever (marked #4) down¿. The IFU violation likely caused or contributed to the reported issues. However, it appears the correct sequence was discovered post procedurally based on the condition of the device. The cause of the reported difficulties is user error. The subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the device operating sequence was done out of order. The broken trigger boss indicates that step 2 depressing the plunger to deploy the needles was done prior to step 1 to open the foot. Manipulation of the device post procedurally likely induced the material separation and other noted damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device related to a peripheral intervention procedure. Reportedly, the lever was locked, and it was not possible to activate it in step 1. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.